Event description:
It was reported by service report that the terminal block holder and case were broken and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on terminal block holder and case.